Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, per our visual inspection found the sensor cannula retracted inside of the sensor base. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used. However, the introducer needle passed per inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when the sensor was pulled out, the electrode was missing. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further information was given.